Event description:
It was reported that post rotoblator and cypher stent placement, an angio-seal device was deployed with hemostasis achieved immediately. Approximately 30 minutes following deployment, a large hematoma (>6cm) was discovered. Manual compression was applied for 10 minutes and a femostop was applied at 60mm hg; femostop removed approximately 4 hours later and replaced with a pressure dressing. Approximately one hour later, the pt's blood pressure dropped to 60/30. The pt was transferred to the medical intensive care unit (micu). A CT scan revealed a retroperitoneal bleed. IV fluids were infused rapidly and three units of packed red blood cells were transfused. The pt is reportedly recovering. Review of the femoral angiogram revealed the puncture was parallel with the top of the femoral head.